Event description:
The customer reported that the valve either malfunctioned or failed. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a tear in the catheter was found. It is not clear how the tear might have occurred, but it might be likely that it could have happened when the tie around the catheter was removed. This however could not be confirmed. The valve was functionally tested and was found to have passed all tests. Although the valve function passed, it is not possible to determine if there was a failure of the valve system due to the tear of the catheter. The initial complaint information received was very limited and did not declare the actual device problem. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.